Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was at the time of incident was 500mg/dl. Customer¿s current blood glucose level is 150mg/dl. Customer treated with manual injection. Troubleshooting was declined and customer does not allege the insulin pump for under delivering. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.